Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error and power loss alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected and replace battery now without prior low battery alarm. The patient¿s blood glucose level was unknown at the time of the incident. The insulin pump passed self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.